Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl and ketone level was moderate. Customer was admitted to the hospital and intravenous insulin was administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent injury. Customer reported cause of elevated bg was due to a kinked non-tandem cannula and "defective" insulin. Customer was unable to describe how the insulin was defective. Tandem technical support discussed different types of infusion sets with the customer and recommended customer discuss event with a healthcare provider. Upon follow up, customer changed the type of infusion set and customer was satisfied.